Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was diagnosed with a hematoma shortly after this system was implanted. The patient underwent a hematoma evacuation, during which the physician noted this right ventricular (rv) lead exhibited loss of slack and low amplitude measurements. The physician encounter difficulties repositioning the lead and decided to extract it as result. A new rv lead was implanted at the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.